Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 476 mg/dl less than 36 hours after the pod was activated. She noticed the cannula had come out of the site and it was kinked.